Manufacturer narrative:
Bec cts (customer technical support) directed the customer to "cold boot" the system. When cts called back after the customer had performed the reboot, the customer stated the instrument was still leaking. Cts generated a service request. A field service engineer (fse) went on-site and replaced the vacuum pump diaphragm, pump check valve in pump exhaust line and removed a clog from the sample drain. The customer ran controls and repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the immage 800 immunochemistry system was making a groaning sound and fluid was dripping from the wash station tower and the sample probe. No injury was reported and no erroneous results were generated.